Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, concentric, de novo, distal right coronary artery (rca) the 2.0 x 12 mm nc tenku was used for post-dilatation of the stent when during the first inflation at 12 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. The patient was treated with an unspecified balloon catheter to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.